Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments or partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown. Customer stated that the battery was changed and the insulin pump kept flashing on and off black with the alarm sound. Customer reported that the display was flashing a solid white and then black screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.